Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarm which was not reproduced, but was confirmed through review of the event history log. During evaluation, the downstream sensor was found to be failing. The downstream sensor was calibrated.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.